Manufacturer narrative:
Method - (process evaluation): device history record review. Results - (evaluation result): a review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens that was the root cause of the complaint. Visual inspection of the returned lens found no visible damage to the lens, and hence the complaint "lens received damaged" was not confirmed. Conclusion - (unable to confirm complaint): based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient; (warped). Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon removed a 13.2mm micl13.2 implantable collamer lens from the vial and noted the lens did not look right, the surgeon stated the lens looked "warped." The surgeon decided not to use the lens and there was no patient contact. The backup lens was implanted with no problem.